Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
One resolute integrity drug-eluting stent and one resolute onyx drug-eluting stent were attempted to be used to treat a lesion in the mid left anterior descending (lad) artery with moderate tortuosity and severe calcification. There were no abnormalities reported in relation to patient's anatomy. There was no damage to the packaging. There were no issues noted when removing the devices from the hoop/tray. The devices were inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The devices did not pass through a previously-deployed stent. There was no resistance encountered when advancing the resolute onyx device but resistance was encountered when advancing the resolute integrity device. Excessive force was not used during delivery of the resolute integrity stent, but excessive force was used during the delivery of the resolute onyx stent. It was reported that the resolute integrity stent failed to cross the lesion. The resolute onyx stent was reported to have deformed in vivo during positioning/ advancement. The lesion was not stented, only treated with a scoring balloon. The procedure was not completed. The patient is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications due to stent strut deformation. Deformation was evident to the 19th distal stent wrap with struts raised. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.